Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced two pump stops. Upon log file review, pump stops were observed. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device (vad) is connected to the mobile power unit (mpu). The customer has requested an ungrounded patient cable.

Manufacturer narrative:
Section b3: correction manufacturer's investigation conclusion: analysis of the submitted log file confirmed multiple pump stops and low speed events, however, a specific cause could not be conclusively determined. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. Analysis of the log file captured multiple low-speed events on (B)(6) 2020 at 23:01:49, (B)(6) 2020 at 10:19:01, and on (B)(6) 2020 at 22:15:49. A momentary pump stop event was also captured on (B)(6) 2020 at 22:16:11 and on (B)(6) 2020 at 22:18:00. Additionally, low flow events were captured associated with low-speed and pump stop events. All of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient experienced multiple pump stops, and the customer requested an ungrounded patient cable. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.